Manufacturer narrative:
Updated data: b5 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to the valve implant, the mean gradient was 46 millimeters of mercury (mmhg) and the patient had pre-existing atrial fibrillation (afib). The final implant depth of the valve was reported to be implanted at the fourth node within the native annulus. Anticoagulation therapy was used following the implant. One day following the valve implant, the mean gradient was 10 mmhg. At discharge, the patient's mean gradient was 15 mmhg. Approximately 6 years following the valve implant, the pacemaker was implanted due to tachbrady syndrome and afib with slow ventricular rate. Per the physician, the patient did not have any anatomical features that contributed to the high gradients.

Event description:
It was reported that following the implant of a transcatheter valve, a transthoracic echocardiogram (tte) was performed that revealed that the patient was in atrial fibrillation and previously had a permanent pacemaker implanted. Additionally, a mean gradient of 75 millimeters of mercury (mm hg) was observed, as well as a thrombus measuring 0.6 centimeters (cm) by 0.4 cm. Mild mitral regurgitation was observed. Subsequently, the transcatheter aortic valve was reported to have failed due to aortic stenosis and hyperattenuated leaflet thickening (halt). A computed tomography (CT) scan was performed that also revealed thrombus/pannus formation on the valve leaflets. A second transcatheter valve was implanted valve-in-valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.